Manufacturer narrative:
Service inspected the analyzer and cleaned build up around the dispense area. A review of the analyzer¿s service history identified no contributing factors and no subsequent issues of erratic or discrepant patient results have been reported. A review of device history records for the analyzer did not identify any non-conformances or potential non-conformances. A review of tracking and trending in the product monitoring review for architect systems found no systemic issues or trends for the issue described in the complaint. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency of the architect i1000sr analyzer was identified.section h10 was updated to correct an entry error in sentence "a review of tracking and trending in the product monitoring review for clinical chemistry systems found no systemic issues or trends for the issue described in the complaint.". Product monitoring review for clinical chemistry systems was corrected to product monitoring review for architect systems as the analyzer was an immunology analyzer and not a clinical chemistry analyzer. This correction does not change the intent of the submission.

Manufacturer narrative:
Service inspected the analyzer and cleaned build up around the dispense area. A review of the analyzer¿s service history identified no contributing factors and no subsequent issues of erratic or discrepant patient results have been reported. A review of device history records for the analyzer did not identify any non-conformances or potential non-conformances. A review of tracking and trending in the product monitoring review for clinical chemistry systems found no systemic issues or trends for the issue described in the complaint. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency of the architect i1000sr analyzer was identified.

Manufacturer narrative:
Complete entry: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 3005094123-2021-00127 under a different suspect device.

Event description:
The customer obtained a falsely elevated architect stat high sensitive troponin-I result for a (B)(6) male while using the architect i1000sr analyzer. The customer's normal range is 0 to 0.026 ng/ml. Sample ID (B)(6) generated an initial elevated result of 0.142 ng/ml and multiple negative retests that ranged from 0.003 to 0.009 ng/ml. The repeat results matched the patients previous sample result of 0.002 ng/ml. No impact to patient management was reported.